Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report 08/29/2019. This issue was addressed via telephone, and no on-site evaluation was performed by the manufacturer. The customer performed troubleshooting as requested by the manufacturer's technician. Customer reported that bacteria filter was likely the problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed a positive end expiratory pressure (peep) test with a pressure of 65 at the set of 25, and rate is higher than 6bpm. No patient involvement.